Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation and cracks on top enclosure and scratches on ui panel. Replaced both.

Manufacturer narrative:
Additional information was received on 09/11/2025 from duplicate ra. Patient details and allegation of visualization of particles were received from additional information. In box a: patient identifier was updated. In box e: reporter first name, reporter last name, reporter phone, reporter email were updated.